Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings: visual inspection revealed that there was a horizontal line across the display screen image: the reported display issue was duplicated. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. The display issue was directly caused by a failed display flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a line through the pump display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.